Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the facility that the blade caused metal shavings during an ankle scope. They irrigated the area with saline however all the shavings were not removed; stated they were extremely small and they were not able to capture them. No arthrex rep was in the case; another blade was used to complete the case; no additional incisions were needed.